Event description:
A slowly leaking steam-to-chamber valve caused the chamber to partially fill with hot water, with no increase in pressure in the chamber. A warning light labeled, "caution do not open door when light is on" was illuminated, indicating presence of water in chamber. The operator ignored the light and opened the door. The resulting flow of hot water caused 2nd degree burns. The valve was diagnosed and repaired by a co product support rep and the unit was tested to confirm that the machine was operating properly.